Event description:
The customer reported that the system fluoroscopy gents are blocked at random. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the fuse on the intensifier power source. The system operates as intended.